Event description:
It was reported the wand connector port of the coblator ii surgery system began smoking when the wand was plugged in. No pt or user complications were reported.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.